Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What part of the device was damaged? Was the sleeve damaged?

Event description:
It was reported that during a lap colon procedure, the surgeon noticed the trocar looked strange-when he pulled out of patient, he realized that the device was cracked and looked fused together. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. The analysis results found that the cb5lt instrument was received with the sleeve melted. In addition, the tyvek was returned along with the instrument. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Additional information was requested, and the following was obtained: yes, the damage was on the distal tip of the sleeve (the portion that is inside the patient).